Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the display was observed to be cracked. The pump was powered on and the display was found to be blank with no auditory function. The pump cover was opened and damage was observed on the printed circuit board. The electronically erasable programmable read-only memory (eeprom) failure was identified due to a crack in the eeprom component. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad. The cartridge component was observed to be cracked. Additional evaluation code: results code (B)(4).